Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a minor kink on the balloon catheter and discoloration on the proximal end of the balloon. Review of the cine imagery revealed the position of the crimped valve, pre-deployment, did not appear to be aligned with the distal marker and not coaxial with the annulus. The valve appeared to be under-expanded and embolized into the aorta post deployment. Based on the imagery review, the complaint was confirmed. During functional testing, the balloon shaft was able to be pulled to the warning marker and locked. Full fine adjust and full flex were able to be used. To investigate the discoloration observed on the balloon, ftir testing was conducted on the residue found on the inflation balloon and crimp balloon ftir analysis was conducted on the complaint and control samples. The spectrum of the inflation balloon was consistent with that of polyamide. The spectrum of the crimp balloon was consistent with that of polyethylene. Neither of these are consistent with material specified in the manufacturing process. Ftir analysis provided inconclusive results regarding the source of the discoloration. There is no connection identified between the polyimide material specified in the manufacturing process and polyamide/polyethylene found on the discoloration residue from the complaint device. Due to the nature of the complaint, dimensional inspection is not required. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints related to the associated complaint codes. Complaint history review from september 2019 to august 2020 for the commander delivery system (all models and sizes) revealed other similar complaints for both evaluation codes. Although the initial complaint confirmed, a complaint history review was not required as the issue has been previously identified in a product risk assessment and a CAPA, which capture root cause analysis for the issue. Other similar complaints were also identified for the second reported event. A definitive root cause was unable to be determined at this time. Since no edwards defect was identified, no corrective or preventative action is required. No potential root causes were identified in the review. Per the instructions for use (IFU) and training manuals in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. During the manufacturing process, the entire device undergoes multiple 100% inspections and testing. The device components, crimp balloons, fine adjust knob and locking collet assembly, undergo multiple 100% dimensional and visual inspections. During final inspection, 100% distal to proximal visual inspection and 100% functional testing are performed by both manufacturing and quality. Additionally, product verification testing is performed on a sampling plan. No failures occurred during product verification testing and the lot was released. These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, DHR, and manufacturing mitigation's supported that a manufacturing nonconformance likely did not contribute to the reported events. As reported, ¿the valve moved approximately 1-2 mm proximal when crossing the annulus¿ and ¿during the alignment of the valve, when the center marker was in position, they did not relieve the tension the device by unlocking the commander.¿ a product risk assessment captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. Review of the imagery confirms that the crimped valve was located proximal to the distal alignment marker with the flex tip positioned at the triple markers. It is likely that some tension was released during flex tip retraction causing the valve to be mispositioned prior to deployment. As reported, ¿when the thv moved slightly on the balloon, the inflation might have pushed valve backwards¿. The valve was not aligned on the inflation balloon prior to deployment, which likely caused the valve to move toward the aorta during inflation. Available information suggests procedural factors (tension build-up/misaligned valve on inflation balloon) may have contributed to the reported valve movement on balloon. Ftir analysis was performed to investigate the discoloration observed. However, ftir results were found to be inconclusive at this time. As the discoloration was found upon receiving the device, it is unclear when the discoloration occurred. Based on the returned condition of the device, it is possible the residue causing discoloration occurred as a result of residual contrast/saline solution in the balloon. However, a definite root cause could not be determined at this time. Further investigation will be required to identify the source of the discoloration. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. However, a product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks and a CAPA was previously initiated to document the investigation and drive corrective/preventive actions as appropriate. No additional escalation is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020- 13438.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. The valve was reported to be correctly crimped. No difficulties were reported while inserting and advancing the commander delivery system through the esheath. Valve alignment was performed with no issues. As the balloon was being inflated, the valve moved approximately 1mm to 2mm proximal when crossing the annulus; however, this was compensated by pushing the system 1mm to 2mm distal. The valve embolized into the aorta. The decision was made to convert to open surgery. The thv valve was removed and a surgical valve was implanted. At the time of the report, the patient was in stable condition and discharged. Information regarding the native annular diameter and degree of valvular calcification was not provided. It was perceived that when the thv valve moved slightly on the balloon, the inflation may have pushed the valve towards the aorta.